Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified popliteal artery. A 4.0 x 60 mm armada 14 balloon catheter was used; however, the balloon ruptured during the first inflation at 8 atmospheres due to the calcified lesion. An unspecified armada 35 balloon catheter was used to successfully complete the procedure. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.